Event description:
New information noted that atrial lp exhibited r wave amplitude variation and inadequate capture during procedure. Extubate was performed the following day and patient was recovering.

Event description:
It was reported that the patient presented for a scheduled dual-chamber leadless pacemaker (lp) implant. The aveir vr was implanted successfully. During the aveir ar implant, the initial screw attempt revealed poor measurements, and the lp was unscrewed without issue. On re-approach, contrast injection revealed a cardiac perforation and the patient¿s condition worsened. Echocardiography confirmed pericardial effusion, cardiac tamponade and pericardiocentesis was performed. Due to the perforation, the aveir ar implant was aborted. Patient condition was stable.